Event description:
The account reported the bed does not send a nurse call when the bed exit alarm is activated. The bed is located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support asked the account to check the side com board connections to see if there is a signal. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.